Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation, skin irritation respiratory tract irritation, nausea / vomiting. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation, skin irritation respiratory tract irritation, nausea / vomiting. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. In general information: 510k is updated in this follow-up. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, serial number (rfb), serial number, product UDI (rfb), product UDI are updated in this follow-up. In box e: reporting address state is updated in this follow-up. In box g: 510k (rfb), 510k are updated in this follow-up. In box h: manufacture date (rfb), manufacture date, (device) problem code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.